Manufacturer narrative:
Engineering evaluation: as the device in question was not returned a thorough investigation could not be conducted. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. An in-process inspection is conducted in addition to ensure the stent retention of the lot is adequate. The specification is that the stent must not dislodge at less than 5.5 newton's. The data generated for this lot of catheters indicates that the minimum dislodgement value was 16 newton's. Well above the 5.5 newton minimum requirement. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. The complaint description used the following verbiage: "during an iliac dilatation using the kissing method, break of the stent when passing through the 7fr introducer." What was meant by this description is that the stent dislodged in the introducer sheath. The details also mention that the ptfe covering was also torn upon removal of the stent. Atrium cannot confirm this without the actual product being returned. During the quality inspection the ptfe cover is inspected for damage after deployment of the stent. No signs of damage were noted during the inspection of this lot of catheters. Incorrect introducer sheath used is the probable root cause as dictated by the physician's response. "The surgeon realized that he may not have used the correct introducer and specified that the patient had no consequence." Clinical evaluation: the iliac arteries are vessels that are commonly diseased in patients with peripheral arterial disease (pad). Pad causes a restriction in blood supply to tissues (ischemia) resulting in a shortage of oxygen needed at the cellular level. There are several possibilities that can cause stent dislodgement including but not limited to an incorrectly sized sheath for the product, overuse of the sheath during the procedure causing failure of the hemostatic valve and a hemostatic valve that is too tight or was not placed with the obturator that was provided. The instructions for use state that, "special care must be taken not to handle or in any way disrupt the placement of the stent on the balloon." If personnel at the table were unfamiliar with the device and attempted to hand crimp or manipulate the product in any way prior to use, it could interrupt the integrity of the stent. If the sheath was too small the delivery catheter would be tight passing through it and that could dislodge the stent. If the sheath was inserted without the use of the enclosed obturator the hemostatic valve was potentially too tight for a first pass with the stent.

Manufacturer narrative:
Engineering investigation: upon review of the returned product the stent was still on the balloon and had been fully deployed. The stent cover had a long longitudinal tear in the center of the stent. The balloon cones were very clean and showed no signs of bodily fluids. The stent only showed signs of bodily fluids on the proximal end of the stent. The distal end of the stent that would have entered the introducer sheath first during the procedure was clean. There was no staining. The tear in the cover is indicative of a stent that has been deployed dry on a bench top and not at body temperature within the vasculature. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath · ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) . Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. An in-process inspection is conducted in addition to ensure the stent retention of the lot is adequate. The specification is that the stent must not dislodge at less than 5.5 newton's. The data generated for this lot of catheters indicates that the minimum dislodgement value was 16 newton's. Well above the 5.5 newton minimum requirement. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. The complaint description used the following verbiage: "during an iliac dilatation using the kissing method, break of the stent when passing through the 7fr introducer". What was meant by this description is that the stent dislodged in the introducer sheath. The details also mention that the ptfe covering was also torn upon removal of the stent. During the quality inspection the ptfe cover is inspected for damage after deployment of the stent. No signs of damage were noted during the inspection of this lot of catheters. It is unclear why the returned stent had been deployed outside the patient after removal through the 7fr sheath. Because the stent had been deployed atrium cannot confirm that the stent had dislodged. Clinical evaluation: the iliac arteries are vessels that are commonly diseased in patients with peripheral arterial disease (pad). Pad causes a restriction in blood supply to tissues (ischemia) resulting in a shortage of oxygen needed at the cellular level. The ischemia, if not immediately corrected, can result in tissue death or necrosis. A patient with a thrombus requires revascularization in order to prevent further irreversible injury to tissue. Placement of endovascular stents are the accepted therapy for iliac artery occlusive disease. Complications from dissection, acute vessel closure and distal embolization are significantly decreased, and long-term restenosis rates appear to be significantly improved. If personnel at the table were unfamiliar with the device and attempted to hand crimp or manipulate the product in any way prior to use, it could interrupt the integrity of the stent. If the sheath was too small the delivery catheter would be tight passing through it and that could dislodge the stent. If the sheath was inserted without the use of the enclosed obturator the hemostatic valve was potentially too tight for a first pass with the stent.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
During a procedure the stent came off the balloon when advancing through the sheath. No harm to the patient.